Event description:
It was reported that the patient ams ambicor penile prosthesis (app) was unable inflate or deflate due to cylinder aneurysm. The entire app was removed and replaced with a new one. No further issue were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.